Event description:
It was reported that the hanger was parked at one end of the room and the customer angulated the table into it. The tube support broke and the collimator/tube assembly fell to the floor. There were no injuries.